Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that this was a mechanical thrombectomy of middle cerebral artery, segment m1 occlusion. The emboguard 87, 95 cm ballon guide catheter (bg8795u, 9540565) and a cereglide intermediate catheter were attempted to be used to retrieve a thrombus at the middle cerebral artery. When the emboguard advanced to the interior carotid artery, and the inner catheter was removed, a kink was found on the emboguard. The 35 wire was inserted into the emboguard and slightly retracted to straighten it, allowing the angiography catheter to pass through the emboguard. At this point, recanalization of the occlusion site was confirmed, so thrombus retrieval was not performed, and the procedure was completed. The devices were used according to the instructions for use (IFU). There was no negative impact to the patient. A continuous flush was done. Additional event information received on 23-jun-2025 indicated that there was alleged product malfunction with the cereglide catheter. Additional event information received on 02-jul-2025 indicated that there was no resistance felt with the emboguard. Some resistance was felt when the aspiration catheter was being advanced. There was no calcification nor high tortuosity. The procedural was delayed/prolonged by a few minutes.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with a photograph of the device, which is pending further analysis. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: the lot number for the cereglide intermediate catheter used was 31491254. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that this was a mechanical thrombectomy of middle cerebral artery, segment m1 occlusion. The emboguard 87, 95 cm ballon guide catheter (bg8795u, 9540565) and a cereglide intermediate catheter attempted to be used to retrieve a thrombus at the middle cerebral artery. When the emboguard advanced to the interior carotid artery, and the inner catheter was removed, a kink was found on the emboguard. The 35 wire was inserted into the emboguard and slightly retracted to straighten it, allowing the angiography catheter to pass through the emboguard. At this point, recanalization of the occlusion site was confirmed, so thrombus retrieval was not performed, and the procedure was completed. The devices were used according to the instructions for use (IFU). There was no negative impact to the patient. A continuous flush was done. Additional event information received on 23-jun-2025 indicated that there was alleged product malfunction with the cereglide catheter. Additional event information received on 02-jul-2025 indicated that there was no resistance felt with the emboguard. Some resistance was felt when the aspiration catheter was being advanced. There was no calcification nor high tortuosity. The procedural was delayed/prolonged by a few minutes. Upon review of the photographs received, no deformation of distal tip. Shaft kinks were observed at approximately 11.5cm, 13.5cm and 15.5cm from the distal end. No abnormalities were observed in the appearance of the strain relief and the hub, but a clear liquid was present in the inflation lumen of hub. A three-way stopcock made by competitor company was connected to the inflation lumen. From the photographs provided, there was no further damage or deformation of the emboguard device. Note: lav, dilator, rhv, peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Review of the photographs provided showed evidence of a kink in the shaft at 11.5cm, 13.5cm and 15.5cm from the distal end. Whilst the complaint event is confirmed, the root cause cannot be determined from the photographs provided. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 119mm, 136mm, and 160mm from the distal tip of the device. No further damage was noted at any other locations on the device that would affect functionality; some light scratches were seen at the distal end of the balloon. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A device history review (DHR) associated with lot 9540565 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint report detailed that the emboguard device was kinked. Kinks were discovered on the shaft of the device; therefore, the complaint event is confirmed. The recreation using a sample emboguard device revealed that a tortuous anatomy can contribute to kinking of the device. Even though the complaint was confirmed, however, the root cause could not be determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.